Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify excessive no delivery alarm, failed battery test alarm and unresponsive button due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 356 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery then they received a failed battery test alarm. The customer was advised to insert a new battery. The insulin pump will be returned for analysis.